Event description:
It was reported in a service report that both patient right siderails were not able to lock in the up position. No adverse consequences were alleged.

Manufacturer narrative:
Results: timing link.